Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Review of transcripts revealed that the right ventricular lead was oversensing noise. The patient was brought in to clinic. Noise was unable to be reproduced with isometrics or pocket manipulation. No intervention was performed. The patient was stable and would be monitored.